Event description:
Long-term resident with complications from a stroke was placed in a chair for an extended period of time that was manufactured by our company. Resident was found to have a laceration on finger when caregivers returned. Some blood was found on only the mattress pad of the chair. Resident was taken to hospital emergency room for treatment and finger was amputated to the first knuckle. See attached completed incident evaluation form from company, dated 07/26/2006.

Manufacturer narrative:
Evaluation was performed on the device by distributor's field service representative. See attached incident evaluation form. It was reported by the distributor representative who performed the incident review on site, that all personnel interviewed at the facility agreed that the chair could not have caused the injuries incurred by the resident.